Event description:
It was reported via phone call that the customer passed away at hospital on (B)(6) 2021. The cause of death was heart issues the customer¿s blood glucose was unknown at the time of death. It was unsure that customer was wearing the insulin pump at the time of death. No further information was given. The insulin pump was returned for analysis. The case is reported on basis of failure analysis.

Manufacturer narrative:
(B)(4). S/w 2.10h retainer ring = clear. On (B)(6) 2020 the customer passed. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0869 inches. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at the battery tube side, pillowing keypad overlay and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and (B)(6) upload was successful. The pump did not have a battery installed when received. Please see below for the customer's daily total of all insulin delivered surrounding the event date (B)(6) 2020 listed on smartsolve and the days prior to the event date. The pump passed the functional testing.